Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "the sales representative reported that when checking the loan kit during preparation for a knee revision procedure, it was noticed that one of the implants was missing from the gmrs distal femoral loan kit. The sales representative reported that the surgeon was alerted to this fact and the surgeon looked at the patient sizing circumstances and decided that the missing implant would most likely be needed for the procedure. The sales representative further reported that the surgeon decided to abandon the procedure. It was further reported that by the time the decision was made to abandon the operation, the patient had been given a spinal block and was on the operating table waiting for the procedure to begin. It was further reported that the surgeon told the patient that the operation would not be going ahead and the patient was taken to recovery. It is further reported that the procedure has been re-booked for another date.